Event description:
It was reported that the urinary catheter came out of the patient on successful insertion. The nurse then observed that there was a hole in the balloon of the foley catheter.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. 1 sample were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing silicone foley catheter with drainage bag attached. Visual inspection of the sample noted 1 three- way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and found leakage in the balloon using a pin gauge measuring (0 .012") found on the return sample. This was considered a failure which state "pinholes are not permitted". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urinary catheter came out of the patient on successful insertion. The nurse then observed that there was a hole in the balloon of the foley catheter.